Manufacturer narrative:
(B)(6).

Event description:
It was reported that the operator was unable to inflate the cuff. A leakage was identified. The patient was re-intubated with another device. No patient injury or complications were reported in relation to this event.